Event description:
I was providing anesthesia for a pt having endoscopic sinus surgery using the datex-ohmeda anesthetic machine. In the middle of the case, the ventilator alarmed and a message of "unable to drive bellows" appeared. The machine was quickly switched over to manual mode but, it still appeared there was a large leak in the circuit. The pt was oxygenated manually using a mapleson circuit and another oxygen source while the machine was further evaluated. No leak could be identified in the circuit. After a period of about 5 minutes, the ventilator began to work again. Our clinical engineer further evaluated the machine and came to the conclusion that condensation had built up the machine and interfered with some of the software in the manifold. Apparently, the machine had not been purged on condensation on a regular basis.